Event description:
The customer reported via phone call indicating insulin pump alarm no delivery during basa, bolus, fixed prme. Customer's blood glucose was unknown mg/dl. The troubleshooting was done for no delivery alarm. The customer was advised the insulin pump is working as designed. It was explained to customer that the alarmed was caused by set/reservoir occlusion. Customer declined troubleshooting for high blood glucose and will monitor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.